Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2014 with the following findings: investigators were unable to confirm or duplicate dim/fading display. No illumination at startup. The pump was opened to investigate. No damaged found on display. The display was reseated and tested. No illumination. A test display was inserted and tested. A test display exhibited illumination. The returned display stopped functioning as intended. The display flex is defective. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.